Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of connections not working. There was no trouble found. There were no issues with cable connectivity when plugged in or installed in da vinci system. Failure analysis investigation found the snake wrist to be dislodged at the distal end of the instrument. The cut and seal test was not performed due to dislodged damage. Failure analysis concluded that the dislodged damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the dislodged snake wrist found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, an error message prompted about connections not working on the vessel sealer instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.